Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) and bupivacaine via an implantable pump for unknown indications for use. It was reported that the patient experienc ed intermittent upper and lower extremity and back numbness and tingling, shortness of breath, chills, and teeth chattering. Review of the patient's chart revealed the pump medication concentrations were changed at refill and not updated in the programmer. The patient presented to the emergency room and they were reprogrammed. The it rate was decreased and a three hour single bolus was programmed to effectively suspend therapy for a few hours. The patient was admitted. No further symptoms reported and patient reports pain relief.

Manufacturer narrative:
Correction was made to fields b5 and h6. Continuation of d10: product ID neu_unknown_prog serial# unknown: product type programmer, physician medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog lot# serial# unknown product type programmer, physician section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) and bupivacaine via an implantable pump for unknown indications for use. It was reported that the patient experienced intermittent upper and lower extremity and back numbness and tingling, shortness of breath, chills, and teeth chattering. Review of the patient's chart revealed the pump medication concentrations were changed at refill and not updated in the programmer. The patient presented to the emergency room and they were reprogrammed. The it rate was decreased and a three hour single bolus was programmed to effectively suspend therapy for a few hours. The patient was admitted.